Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on rv and atrial leads at the same time. Lead to lead abrasion was suspected. Patient was asymptomatic. Lead was capped and replaced.